Event description:
The event was reported to be a revision case where 500 implants were replaced. While conducting a three-month post operative patient exam, the patient complained of radicular complaint in their right leg. Imaging indicated that one of the implants at the l4/5 level had migrated a few millimeters posteriorly. Revision surgery was conducted and the migrating implant was removed with some difficulty due to the fact that it was partially fused within the space. Other than minor damage to the implant incurred during removal, the implant appeared normal.